Event description:
It was reported that the customer experienced a low blood (bg) value displayed as "low" and experienced lethargy, confusion, slurring her words, and needed a lot of help to take a treatment orally. A specific bg value was not provided. Contact alleged boluses were delivered without user request. Tandem technical support reviewed the pump logs and verified the boluses were requested and delivered by the user.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.